Event description:
A lead insertion problem during an implantation attempt was declared by the physician. Therefore, the device was not implanted. Another pacemaker was subsequently implanted. The surgeon told us, that he couldn't get in the lead. So he changed the device to another reply dr. Although, he is used to our products, he could not manage to get the lead into the connector.

Manufacturer narrative:
(B) (4): this event concerns a device that was manufactured and used outside the united states. Analysis is pending.